Event description:
It was reported that a user experienced elevated blood glucose after a larger-than-usual meal and requested assistance performing an infusion set change with a steel 6 mm set; the agent guided a full replacement of the cartridge, connector, tubing, infusion set, and priming steps, after which insulin therapy was confirmed as resumed and a correction dose was expected to reduce glucose. Symptoms included hyperglycemia with a peak of 230 mg/dl for about one hour without ketone testing, alerts, or medical intervention. Outcomes included no injury, no loss of consciousness, no diabetic ketoacidosis, no hospitalization, and no use of backup therapy. Investigation included remote troubleshooting and user education on infusion set replacement, device priming, and post-meal correction expectations. Investigation of this case revealed normal device function and adequate insulin delivery, with hyperglycemia attributable to meal size and timing relative to insulin action rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user and meal-related factors were the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.